Event description:
The lay user/pt contacted lifescan (lfs) canada on october 31, 2006 and alleged that her one touch ultra meter was prompting an error 2 message. The lfs canada customer service rep obtained the following info. The pt was unable to test on her meter for 4 to 5 days, as she was obtaining the error 2 message upon inserting the test strip. She reported that the problem was intermittent. On the day of the event the pt was feeling shaky and weak. She attempted to test, but obtained the error 2 message. She called the paramedics and told them that she was not feeling well. When they arrived, they attempted to test her blood glucose with the pt's meter and also obtained the error 2 message. They took the pt to the hosp, where she obtained a blood glucose result of 17.5 mmol/l. She was admitted for 3 days and was given oral medication and IV fluids, she does not know the names of the medications given. Since being discharged from the hosp, she reported only receiving the error 2 message 1 time. She immediately tried to test with another test strip and the meter worked. The pt takes 1 tablet of novopropramide twice a day and she continued to take it at the times she was unable to test. The test strips were in good condition and the testing technique was correct. This complaint is being reported, as the pt was unable to test on her meter due to the error 2 message and during that time she was experiencing symptoms, which required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.